Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc leaked during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the patient's bed sheet was drenched. The leakage was found at adapter and tubing junction, so it was reported to the head nurse, and immediately replaced the patient with a new indwelling needle. Customer hoped that this indwelling needle could be tested to find out the reason of leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-25 h6: investigation summary a device history review was conducted for lot number 019688. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24 ga x 0.75 in prn-qsytey nopvc leaked during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the patient's bed sheet was drenched. The leakage was found at adapter and tubing junction, so it was reported to the head nurse, and immediately replaced the patient with a new indwelling needle. Customer hoped that this indwelling needle could be tested to find out the reason of leakage.